Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that one day post implant, the patient had a myocardial infarction. The field representative was contacted to evaluate the patient due to loss of capture being observed. It appeared the entire right side of the heart was infarcted. This lead was replaced due to loss of capture with a new rv lead. The patient unfortunately passed away one day after the revision procedure. No device or lead allegations were reported. Additional information was obtained from the field that noted the patient did have an mi that was not related to the implant procedure. The field representative noted that the loss of capture was related to the mi and the physician did not believe there was any correlation between the device implant and the patient having an mi. The rep did not know if the device would be returned.